Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2017 ¿ (B)(4) 2017. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a continu-flo set pulled apart from the luer lock connection. This occurred while attempting to attach the set to a catheter. The set had been primed with saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.